Event description:
The manufacturer received information alleging a ventilator was alarming for a low oxygen condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.